Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed critical pump error. There was also a large crack on the device's battery compartment. The patient's last recorded blood glucose value was 2.6 mmol/l; the customer treated for the low blood glucose. The customer did not recall any significant events leading to the critical pump error alarm and battery compartment damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and broken force sensor was detected during seating or regular delivery was present in format history file due to severe corrosion on force sensor assembly also, severe corrosion on all electronic assemblies, moisture damage on the motor assembly and corrosion on the keypad flex traces. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unit received with cracked case on battery tube area. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay and peeling end cap address label.